Event description:
On (B)(6), 2011 the vns patient's mother reported that the patient was in the hospital due to pneumonia. The mother did not know what type of pneumonia the patient was experiencing. Additional information was requested from the patient's physician but the nurse reported that they do not have a patient by that name. If further information is received, it will be reported.